Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the tubes are over filling regardless of how they are being filled."

Manufacturer narrative:
H.6. Investigation summary: "no customer samples and no photos were returned by the customer in support of this complaint. Therefore, 10 retention samples from the bd inventory were functionally tested and the issue of overfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing. Bd was unable to determine a root cause of the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the tubes are over filling regardless of how they are being filled."